Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while removing the kincise impactor (broach adaptor) from the size 5 actis broach, the long connection point on the actual broach broke off. Neither the kincise impactor or a regular broach handle were able to connect to the broach ( which was still in the patient). In order to extract, we burred down calcar and used vice grips to remove broach. All pieces were removed from patient and set in back table. Surgical delay 30 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: although the device associated with this report was not returned, a provided photograph confirmed the breakage. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.